Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
29mm sapien 3 valve, commander ds. As reported by the clinical specialist, during a ts mitral viv case (within a pre-existing 31mm mosaic valve), the commander ds and 29mm s3 valve would not cross the mitral prosthesis after an hour and a half of attempts. The decision was made to remove the devices and attempt an alternate approach. During removal of the devices the sheath was removed but the s3 valve became caught on the femoral vein, requiring a small cutdown to remove. A ta approach using a commander ds was utilized to successfully implant a 29mm s3 valve within the mosaic valve. The patient left the room in stable condition. Additional event clarification was received. The delivery system with valve were able to be withdrawn into the sheath without issue. There was no resistance or difficulty noted. When they were removing the devices from the body the flex catheter was not fully locked and as they were pulling the devices out of the patient, the valve (on delivery system) came out of the sheath. The physician pulled the sheath and flex catheter out of the body while the balloon catheter with valve remained in the patient, resulting in the valve becoming stuck in the vein.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned for evaluation. Additionally, no photographs, videos, or imagery were provided for this event. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed and did not reveal any related issues that could have contributed to the reported events. A lot history review revealed no other complaints related to the complaint code. As the complaint was unable to be confirmed and the control limits for the associated trend category were not exceeded for november 2019, a complaint history review is not required. A review of the commander IFU, device prep manual, and procedural training manual for instructions or guidance for proper use was performed. The operator is instructed to unflex the delivery system while retracting the device, if needed. Patient injury can occur if the delivery system is not unflexed prior to removal. The thv and delivery system should be retracted into the sheath, ensuring the thv is completely inside the sheath and just past the sheath tip. The delivery system and sheath should be withdrawn as a single unit completely from the arteriotomy while maintaining guidewire position. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint regarding the withdrawal difficulty was unable to be confirmed due to the unavailability of the device or any relevant imagery. The device was not returned, so it cannot be determined if a manufacturing nonconformance contributed to the event. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. Additionally, a review of the IFU and training manual revealed no deficiencies. The information provided in the initial report acknowledges that the flex catheter was not fully locked when the valve was attempted to be retrieved from the patient anatomy. Per the IFU and training manual instructions, users are instructed to check that the delivery system is unflexed and locked prior to device withdrawal. Even though the valve was fully retrieved into the sheath in order to withdraw the sheath/delivery system as one unit, the balloon catheter (along with the crimped valve) has the potential to migrate from its position in the unlocked state. As there was no report of difficulties during valve alignment, this indicates there was no deficiency with the delivery system¿s locking mechanism. In addition, per the case notes, ¿there is no allegation of a device malfunction by the user that may have contributed to the femoral vein injury.¿ as a result, it is likely that procedural factors (failure to fully lock delivery system prior to withdrawal) may have contributed to the withdrawal issues and subsequent injury. Since no edwards defect was identified, no corrective or preventative actions are required. Additionally, since no manufacturing non-conformances or IFU/training manual deficiencies were identified and the complaint rate did not exceed the trend category control limit, no escalation to a pra was required.